Event description:
It was reported that the patient had undergone removal of a seminoma tumor in 2000. An infection developed and in 2001, the patient underwent additional surgery for removal of sutures.